Event description:
It was reported by the sales rep that suture received was not labeled as ¿fast absorbing¿. There was no patient involvement reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.